Manufacturer narrative:
Control runs and system checks for the unit were within specifications. Samples were collected in bd serum separation tubes (sst) 16x100 tubes. Samples were centrifuged at 6,000 rpm (rotations per minute) for 10 minutes. Quality control (qc) charts indicated level 1 qc was performed on (B)(6) 2007 and was within specification. Qc level 2 was performed on (B)(6) 2008 following this event and was within specification. System check performed following this event on (B)(6) 2008 was within specification. Customer product line support (cpls) lab repeated the customer's result on neat sample. Dilution test results were not linear indicating the presence of an interfering substance. Additional heterophile testing confirmed substance interference. Substance interference in the pt sample is the root cause of the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02057. Product labeling: the access estradiol results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from additional tests and other appropriate info. For assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies.

Event description:
The affiliate alleged the customer reported low estradiol results for one pt's sample involving unicel dxi access immunoassay system. This is report number one of two. The low results were discordant to two other alternate methodologies which produced high and consistent results, and correlated with clinical expectations. The low results were reported out of the lab and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in europe with the pt sample for further analysis.